Manufacturer narrative:
(B)(4). Method of evaluation: results: no information. No results available since no evaluation performed. Conclusion: device not returned - no evaluation. Results of evaluation: no information. Conclusion: device not returned.. Based on limited information, including no identification of the relevant lot number, a relationship between the event and strattice could not be determined. Due to lack of information, strattice as a contributing factor cannot be ruled out. Lifecell reports the event in and abundance of caution. Multiple attempts to obtain additional information are being made, including identification of the lot number. Should additional information be reported, a follow up adverse event report will be submitted; otherwise this investigation is concluded

Event description:
As per voluntary medwatch mw5074429, the patient reports a complicated history of post operative complications that include infection, re-herniation, and explant of the strattice device: the patient reported that he was implanted with a "biological mesh" in 2008 after a serious motor vehicle accident which lead to a failure one year later. The repair was redone in 2009 in the same area of the abdominal wall laparotomy incision and umbilical abdominal hernia repair. Again, on (B)(6) 2010, there was ventral hernia repair with "strattice polly type mesh matrix". It failed again in 2010; incised sharply in a small area where it was repaired again. That repair failed causing serious problems in 2011. ¿infections led to more incisional hernia repair with 20x 25cm large sheet with polypropylene proceed mesh, which also failed, leading to ¿stranger bowls and perforated it¿. A vicryl type mesh was then tried with vicryl sutures; all of which have failed leading the patient to almost dying, disabled, handicapped, and wearing a colostomy bag.¿ the patient stated that he is left with stitches that keep getting infected and pushing through his skin, bleeding, and causing severe pain. Explant surgery took place on (B)(6) 2014.